Manufacturer narrative:
The customer was informed that the device is end of life and that it will not be able to be repaired by stryker. The device was not returned for investigation. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the on/off button of their device is unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.